Event description:
The customer reported an error 1000 during testing.

Manufacturer narrative:
(B)(4). The customer reported an error 1000 during testing. The device was evaluated locally by a philips authorized defibrillator. The reported symptom was confirmed. The power pca was replaced to resolve the reported symptom. After passing all required testing the device was returned to the customer for use. This was a power pca malfunction resolved by replacement of the power pca.